Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead.

Event description:
A report was received that the patient developed toe pain a few hours after the permanent implant procedure. The physician believed that the pain was due to lead position pressing on a nerve. The patient underwent lead revision to reposition the left lead. The patient was doing well postoperatively.